Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) triggered a high-temperature alarm. The pim module was found to have issues and needs to be replaced. The device is not being used for patients, and no harm has occurred.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. A pim failure was detected during device testing. After replacement of the pneumatic module assembly (d997-00-1178), the device has fully functioned and passed factory-set safety performance indicators and has been released for clinical use. After replacing the pim, it has been running normally. It is confirmed that the problem is with the pim and other factors are not affected.